Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have requested that the device is returned for analysis and offered additional troubleshooting advice for the customer as well as a replacement product. As yet, the device has not been returned. Upon receipt of the item, if any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on 01 february from the us that her elvie stride 2 was not producing even suction on both sides. The customer advised that they developed mastitis and were seen by a healthcare professional who prescribed antibiotics but it is not confirmed if this was as a result of the elvie stride 2 pump.